Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater line of a homechoice cassette and the heater bag. This occurred during priming of peritoneal dialysis therapy. It was further described as "the nurse not able to properly spike or connect the bag to the line". No damages were found on the spike or bag. There was no patient injury or medical intervention associated with this event. No additional information is available.